Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering actuated the device and was able to replicate the customer's experience of incomplete clip closure. The unit was disassembled for further investigation and engineering found damage to the internal components of the device. The customer's experience of incomplete clip closure was likely caused by the damage to the internal components of the device. The damage may have occurred during clip application. If the device was fired over abnormally thick tissue, it may have caused damage to the device, leading to incomplete clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. Applied medical has reviewed the details surrounding the incident and related products. Applied medical appreciates your feedback and will continue to improve the form, function, and ease of use of its products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy- "the clips haven't been closed, it have been opened. The cystic duct has been great. The clips are easily removed. The clips of direcdrive have more grip. I have non-steril sample, inside the package there is an wound dressing. Inside wound dressing there are the clips to remove of patient. Epix universal clip has been changed for the new epix universal clip. Should be replaced the ca500 at hospital. I have the applicator to be used with the patient. This applicator will be sent not sterile." Patient status "ok."